Event description:
It was reported that a physician found low impedance measurements during a device implant. The lead was reconnected several times but low impedance was still observed. The reporter stated that the physician decided to replace the lead with a new lead. It was noted that the impedance was around 100 ohms. It was reported that the physician used a new implantable neurostimulator because of the low impedance observed. It was unclear if the event was due to the lead or the implantable neurostimlator. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# unknown, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly.